Event description:
During a procedure, the tip of an instrument broke. It was alleged that "part of the instrument [was] missing during the procedure but the piece was immediately removed." It is suspected that the breakage occurred during a collision with another instrument. No pt harm or pt injury was reported.